Event description:
It was reported that a patient experienced palpitations. A pulse field ablation procedure was completed with a farawave nav catheter on (B)(6) 2025. On (B)(6) 2025, the patient experienced palpitations. The patient was admitted to the emergency department at another hospital on (B)(6) 2025. Patient received electrical cardioversion (shock). A transthoracic echocardiogram (tte) was performed and returned normal results; however, the situation resulted in patient hospitalization. The patient had a known history of hyperthyroidism. Oral medication was adjusted, and the patient was started on neomercazole. No invasive intervention was performed. No device malfunctions were reported. The device is not expected to be returned for analysis as the event occurred port procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.